Event description:
It was reported that during distribution, the cardiosave intra-aortic balloon pump (iabp) display screens is locking up and flickering. The display is unrepairable. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the display was unrepairable. The fse replaced the display assembly. The unit passed all functional and safety tests.